Event description:
General report received of approximately 6 undocumented incidents of the pre-pierced reseal "popping off" during power injection. The customer reported that the tubing sets were set up with the power injector tubing connected to the female adaptor end of the extension sets. The power injections were initiated with ultravist contrast. In each of the incidents, within a few seconds, the pre-pierced reseal reportedly "popped off" of the t-connector. In some of the incidents, there was patient and staff contact with the contrast. There was no reported adverse patient events and there was no reported blood loss. The extension sets were then removed from the patients, the power injector tubing was connected directly to the peripheral IV access device, and the procedure was resumed. The customer could not recall any patient specific information or what the power injector settings were. Though requested, no additional information was available.